Event description:
Pt underwent a diagnostic cardiac catheterization and a rotational atherectomy and adjunctive ptca of the left anterior descending artery with subsequent placement of xience drug-eluting stent. During the procedure, the distal tip of the rotational atherectomy wire broke in the apical portion of the left anterior descending artery. No clinical consequence to pt. This was reported to the company by the operating physician as equipment failure; there was no resistance felt on the wire when the physician was pulling it back; there was no user error. The company to replace equipment/evaluate n/a.